Manufacturer narrative:
(B)(4). A request for the return of the actual sample has been made. Should the actual sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any relevant additional information becomes available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number.

Event description:
This report was received by baxter (B)(4) from a customer regarding a minicap which had a crack, where the iodine is located, and was leaking during use. There was patient involvement but no patient injury, medical intervention, or adverse reaction was associated with the reported condition.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A evaluation of the actual sample was conducted and issues were found related to the reported condition of a leak during the evaluation. The sample had a crack on it above the finger grip the minicap passed dimensional analysis but failed visual inspection and failed functional testing.